Event description:
Customer reportedly rec'd the following results on the compact system within 10 minutes: 121 mg/dl, 247 mg/dl, 189 mg/dl, and 149 mg/dl. Today, customer reportedly rec'd the following results on the compact system within 10 minutes: 107 mg/dl, 141 mg/dl, 284 mg/dl, and 214 mg/dl. No actions taken based on device result. No adverse event reported. Requested return of suspect device, and replacement was sent.